Event description:
During a rotoblator/stenting treatment of a lesion in the lad, balloon catheter removal difficulties were encountered. The physician had used a 1.5 and 1.75 burr to ablate the lesion. He then implanted 2 abbott stents distally and one penta stent at 24 atm's with sub optimal results. He then used 3 non-compliant balloons for post dilation. The fourth balloon (nc monorail) was inflated to 24 atm's (rbp=18 atms). The balloon became stuck and while attempting to remove, the catheter broke at the wire exit port. Attempts to retrieval were unsuccessful and the pt went to surgery. Status of the pt and whether the fragment was removed is unk.